Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump, (B)(4), was examined after death by the site but not returned to heartware. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a "low flow alarm." Log file analysis revealed a decrease starting on (B)(6) 2015, with a short increase in power consumption on (B)(6) 2015 followed by an immediate drop in flow. According to the site, this is an indication that a thrombus was superficially attached at the inflow and suddenly released and ingested into the pump. The site performed a thrombectomy, where the thrombus was captured. The observations provided by the site were not verified by heartware as the pump was not returned for analysis. Applicable risk documentation and experience with similar circumstances were considered; events with inadequate flow rates are most often attributed to thrombus formation. The most likely root cause of the inadequate flow rate and thrombus cannot be conclusively determined; however there are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
The device remains implanted, therefore, it will not be returned to the manufacturer for evaluation. The treating physician offered the following hypotheses: when the speed of the pump was increased on (B)(6) 2015, it may have resulted in the left ventricle unloading better and the mechanical aortic value did not open on a regular basis which may have led to the valve being thrombosed. The slight trend toward reduced flows that had been observed since (B)(6) 2015 may have indicated thrombus formation around the inflow cannula which caused a partial occlusion of the inflow cannula. The increase of power consumption on (B)(6) 2015 immediately followed by the low flow alarm may have been due to the thrombus formation being mobilized and entering the pump. When this happened there was a short friction increase as the thrombus hit the rotor followed 13 seconds later, as indicated in the log files, by a sudden decrease of the flow, so the thrombus occluded the pump. Due to the pump being occluded, the thrombosed mechanical aortic valve was opened and these thrombi were mobilized resulting in a thromboembolism developing in both femoral arteries. A thrombectomy was performed in both femoral arteries and the thrombus that had occluded the pump inflow was released with a flushing maneuver and retrieved from the femoral artery. The physician believed that the thrombus formation had come from the pump because the normal flow of the pump resumed after the flushing maneuver. Assessment of the form of the secured thrombus was impaired by the fact that the formalin hardened the thrombus so matching to the pump geometry was limited. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including pump thrombosis, stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device listed in this report is used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that on (B)(6) 2015, the power consumption and calculated flow of the pump increased and then the flow dropped and a "low flow alarm was triggered [on the patient's controller] followed shortly thereafter by the symptoms of a femoral artery embolism. Mobilization of thrombus material was assumed. The thrombus material apparently was sucked into the pump and fully occluded it. At the same time, the thrombus material embolized in the femoral artery. The patient was immediately transferred back to [the facility where the device had been implanted]. A thrombectomy of the femoral artery was performed. Using a claret cerebral protection system (cps), a back-flushing maneuver was performed on the pump at the same time. Impressions of the pump internal geometry could be uniquely identified on the thrombus. After the flushing maneuver, the pump function normalized. [The decision was made that] it was not necessary to replace the pump." Prior to this event the patient had been implanted with the ventricular assist device (vad) on (B)(6) 2014. The patient had been transfer to an after-care facility on (B)(6) 2015 and was being treated there at the time of the event. The speed of the vad pump was increased on (B)(6) 2015. The treating physician noted that there were circadian flow variations since (B)(6) 2015. A "light trend towards reduced flows" had been observed since (B)(6) 2015. At the time of the event, the patient had lab values that showed elevated plasma-free hemoglobin and elevated serum lactate dehydrogenase and complained of pain in the legs. The patient' anticoagulation was reportedly controlled but had been "inadequate" for the four (4) days preceding the event and the partial thromboplastin time (ptt) values had been "swinging". It was reported that the patient expired on (B)(6) 2015. The cause of death was stated as stroke and cerebral edema. No autopsy was performed. The device will not be explanted and therefore will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient experienced low flow alarms on (B)(6) 2015. At the time of the event, the patient¿s anticoagulation is reported to have been adequate over the last four days. However, they also reported that the patient had had a difficult anticoagulation with swinging partial thromboplastin times (ptt). Of note, the site reported that the vad¿s speed had been increased on (B)(6) 2015 with the subsequent increase in the circadian flow variations starting on (B)(6) 2015. The site noted that the patient¿s mechanical aortic valve may have opened less frequently with the vad speed change and may have thrombosed. A preliminary review of the controller log files revealed a trend of decreasing flow estimations starting on (B)(6) 2015. The vad power consumption and flow estimations increased with a subsequent drop in flows on (B)(6)2015. The site suspected that the presumed mechanical aortic valve thrombus had mobilized and had entered the pump with occlusion of the pump. The patient is then reported to have experienced intense pain in his/her right groin followed by pain in the left groin. The next day, the patient was treated with surgical thrombectomy of both femoral arteries. In addition, a vad washout procedure was performed with the use of bilateral cerebral protection. The site reported that impressions of the pump¿s internal geometry could be uniquely identified on the thrombus. After the washout procedure, the vad parameters normalized making it unnecessary to exchange the pump. The patient is reported to have subsequently expired on (B)(6) 2015. The cause of death was reported to be a stroke and cerebral edema. No further information has been provided.

Manufacturer narrative:
Conclusion: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log analysis which revealed a decrease in power consumption and estimated flow starting on 1/19/2015 leading to parameters outside the normal operating range on 1/23/2015. 1 low flow alarm was logged on 1/23/2015. Available information indicated that a thrombectomy and vad washout procedure were performed after which the parameters returned to normal. Visual examination performed by the site revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported "low flow" event can be attributed to the thrombus at the inflow cannula. If information is provided in the future, a supplemental report will be issued.